Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer's blood glucose was unknown. There was no record of delivery of a bolus while the patient was not wearing the reported insulin pump and was reflected in the history, so the patient was told that the pump might be repaired and inspected. The troubleshooting was not mentioned. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms noted during testing however, pump error 15 alarm (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.